Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported approximately 0.5in of catheter sheared off into patient left upper cephalic vein. Clinician used ultrasound to confirm that the catheter did in fact sheer off into the vein. Ir procedure was done to remove catheter fragment from patients vasculature system. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter break was confirmed and found to be use related. The product returned for evaluation was one 20g powerglide pro device. A gross visual inspection of the returned unit found that the catheter tubing had a complete break at the distal end of the tubing near the catheter tip. Blood residue was observed throughout the device indicating that the device had experienced some use. Microscopic inspection of the fracture site found that the fracture surface was smooth and the edges were angular, both features associated with damaged caused by a sharp instrument. Additionally, a portion of the fracture had a v-shape which matched the shape of the needle bevel, likely indicating that the break originated as a tear from the needle piercing through the catheter tubing. The catheter tip was inspected and deformation of the tip edge was observed, suggesting that insertion against resistance had occurred. No other relevant damage was observed to the other components. Based on the features observed and the location of the catheter break, it is likely that the reported event was caused by the needle piercing through the catheter. A needle spear through may occur in the clinician setting if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing.